Manufacturer narrative:
Additional narrative: not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part of device broke during insertion. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was unknown if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: no prolongation in surgery, no material available for investigation, material was discarded.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during a procedure, screw heads broke when surgeon was tightening. The surgeon removed the tips of the screws and the patient recovered fine. There is no additional information at this time. This is report 1 of 2 for (B)(4).